Manufacturer narrative:
A complaint investigation will be performed. The complaint product is not available for the investigation. A supplemental report is not anticipated unless the results of the complaint investigation identify a corrective action or additional relevant information. Should the product become available, a physical evaluation will be conducted and a supplemental report filed with the results. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Discarded by customer.

Event description:
International affiliate reports: revision: l4-s1 posterior lumbar fusion - performed on (B)(6) 2014 by dr (B)(6). Reason: expedium di favored angle screws, 179799745 x 2, had both broken in patient at the polyaxial head. Primary: l4-s1 posterior lumbar fusion with interbody fusion performed on (B)(6) 2012 by same surgeon at the same hospital. Affiliate reports screws broke due to the large size of patient, construct was not strong enough to bear the load of this patient and their deformity. All broken pieces were retrieved from patient. Patient bmi was (B)(6), height and weight not available. The following mfg. Medwatch reports are being filed for the two expedium di favored angle screws that are reported to have broken post-operatively: 1526439-2014-11981. 1526439-2014-11982.